Manufacturer narrative:
On november 2, 2023, mentor received additional information indicating that the patient's right breast implant was actually not ruptured. The patient was actually diagnosed with bilateral breast capsular contractures (baker grade IV on the left and only baker grade I on the right. During the removal surgery, the patient's left breast implant was the implant that was identified to be ruptured. In addition, the patient was diagnosed with left breast granuloma formation. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant will be reported under mrn: 1645337-2023-14148

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with a 275cc mentor memorygel breast implant on the right breast. Post-operatively, the patient suffered right breast pain. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2023. During the removal surgery, the right breast implant was discovered to be ruptured. Subsequently, both the left and right implants were replaced with the following: (right) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 9796833 sn: (B)(6) and (left) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 9796833 sn: (B)(6).